Event description:
It was reported that the implantable cardioverter defibrillator (ICD)  had unexpected longevity. The ICD was explanted and replaced. The physician also commented on their dissatisfaction on the longevity of the crt devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).